Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer administered a manual injection to address their bg level and was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2024 with issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.